Event description:
Customer reportedly obtained a result of 150 mg/dl on the advantage system while the hospital device read 57 mg/dl within 10 minutes. Customer ate after this comparison. No adverse event reported. Requested return of suspect system and replacement was sent.